Event description:
Dr (B)(6) put me to sleep and did a surgery on me, using peek titanium interbody implants with grafting on nuvasive lateral vertebral body plates xlift without discussing ny f this procedure with me. It failed horribly. He attempted to fix it in (B)(6) 2014 and did not remove the nuvasive or peek failed devices and this problem has continued to get worse. Reason for use: ruptured disc in my back.